Event description:
It was reported by service report that the retaining post tube is broken due to a stripped out pin bracket. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.